Event description:
It was reported that a patient underwent a laparoscopic assisted vaginal hysterectomy on (B)(6) 2012. During the procedure, after the 550 g myoma was cut into small pieces of about 450 g, the power of motor drive continuously turned on or off, and the blade did not rotate though the surgeon grasped the trigger. The surgeon grasped it several times, and then the blade was able to cut the myoma again little by little. Eventually, the surgery was completed successfully with the same device. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. Additional information: the actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: batch mt216490, mfg date: 03/22/2012, exp date: 03/31/2014. In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.